Event description:
The customer reported that in the process of pulling or moving the 9900 c-arm workstation, one of the lateral workstation handles broke free of the system. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.